Manufacturer narrative:
The device in question has not been returned to olympus for investigation. Several attempts were made to obtain add'l info from the hosp, but to no avail. Therefore, no conclusion can be drawn at this time. This report is being filed in an excess of caution. If the device is returned and further significant info is found, a supplemental report will follow.

Event description:
The hosp reported that during a procedure a lithocrush basket was used to remove a stone. The handle of the lithocrush basket would spin and would not open or close. The stone became impacted and the pt was taken to surgery.